Event description:
The customer observed a falsely elevated alinity ca 19-9xr result on a post pancreatic cancer surgery patient. The following results were provided: (B)(6) 2021 result = 5.4 u/ml; (B)(6) 2021 result = 70.4 u/ml; (B)(6) 2021 result = 7.7 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Ticket trending review did not identify any trends or increase in complaint activity for the likely cause list number or complaint issue. Device history record review did not identify any non-conformances, deviations, or potential non-conformances for the likely cause list number. The overall performance of the alinity I ca 19-9xr reagent in the field was reviewed using data gathered from customers worldwide. The median patient population result for all lots is within the established control limits; therefore, no unusual reagent lot performance was identified for alinity I ca 19-9xr lots. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency with the alinity I ca 19-9xr reagent was identified.